Event description:
Boston scientific provided the following information: an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2024 due to an rv pace impedance measurement of 2044 ohms. Since (B)(6) 2024 there has been a gradual rise of rv pace impedance from 600->2000. Prior to (B)(6) rv pace impedance was stable 550s-600s. Threshold test had no capture at 3.5v but capture at 5.0v. An rv ring fracture is likely. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.